Event description:
It was reported that the patient presented in clinic. Upon device interrogation, failure to capture, low sensing and far r-wave oversensing were noted on patient¿s atrial lead. It was also noted that the atrial lead was intermittently and inappropriately capturing the right ventricle. The physician elected to explant the lead and replace with a new lead. The patient is recovering after the procedure.